Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had button error and all buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device received with cracked case at the display window corners, missing end cap sticker and cracked reservoir tube lip.